Manufacturer narrative:
Specific product identifiers (lot number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. There was an irrigation aspiration (I/a) tip returned for testing on this investigation. The I/a tip was received. A visual assessment of the returned sample found to not be clogged. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic irrigation and aspiration tips were found to be poorly aligned and difficult to aspirate. The details of procedure was not reported. There was no patient harm. Surgery was completed with alternative tip.